Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unknown at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. No issues were found. A software investigation was initiated, but the issue could not be replicated.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera could not see the reference frame. No report of any camera faults. There was no patient present.